Event description:
"Povidone iodine leaked from the connection between a transfer set and mini cap. The set was in use for 40 days." There was no pt injury or medical intervention associated with this incident.